Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: herniated cervical disk, c5-6, c6-7. For which, patient underwent following procedures: anterior cervical interbody fusion, c5-6, c6-7. Implantation of peek (polyetheretherketone) spacer, c5-6, c6-7. Anterior cervical plating, c5-6, c6-7. Diskectomy with foraminotomies, c5-6, c6-7. Per op notes, a 5 mm spacer was inserted after being packed with bmp. Then moving the pin from c5 to c7, distraction was accomplished. Again the disk was sized to 6 mm; it was packed with bmp and put into place. A plain lateral x-ray showed good position of the plate and screws, as well as the peek spacer. Patient tolerated the procedure well without any intraoperative complications. On an unknown date post-op, patient alleged unspecified injuries due to rhbmp-2/acs.